Event description:
It was reported the probe is giving a dark, blurry picture.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device was returned to the service facility for evaluation. During evaluation, the reported issue of the probe giving a dark, blurry image was confirmed. The sr8 ultrasound image is dark and blurry. A test beamformer usb cable was substituted for the original cable. A test beamformer was substituted for the original beamformer. The image quality did not change. The root cause of the reported failure was identified as an internal failure of the 32mm attached probe.